Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates that due to the patient's ill health, no intervention will be performed. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead may have been nicked during the use of electrocautery for an unrelated tricuspid valve procedure which caused oversensing of noise and the delivery of multiple inappropriate shocks to the patient. At this time no intervention has been performed and the rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.